Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured c3 aneurysm with a max diameter of 5mm and a 3.2mm neck diameter. It was noted that the patient's blood flow was normal, and vessel tortuosity was moderate. The landing zone was 5.1mm distally and 5.5mm proximally. It was reported that during the delivery procedure, the solitaire fr stent encountered resistance when entering the proximal of the rebar microcatheter. The doctor pushed the stent out for safety and replaced it with a new stent. The surgery was successfully completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID: unk-nv-rebar (unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the solitaire fr 6-30 stent device was returned for analysis, still inside its introducer sheath, within a sealed biohazard bag and a shipping box. The reported rebar 27 catheter was not returned with the solitaire stent. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The introducer sheath was in good condition. The stent¿s working length struts were in good condition, while the non-working length struts were damaged at the teardrop struts. The glue domes outside the proximal marker were damaged. The marker coil was in good condition. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the non-working length struts and the glue dome of the returned solitaire fr 6-30 stent device were found to be damaged. The damage likely occurred when the customer attempted to advance or retrieve the solitaire fr 6-30 stent device through the reported rebar 27 catheter against resistance. However, the root cause of the resistance failure could not be determined. Possible causes include vessel tortuosity, an incompatible or damaged catheter, the user not maintaining the correct flush rate, rhv loosening during delivery, or a lack of continuous saline/heparinized saline flush during the procedure. In this instance, the customer reported that the vessel's tortuosity was moderate. The reported rebar 27 catheter is compatible with the solitaire fr 6-30 stent device, as it has a labeled inner diameter (ID) of 0.027 inches. A continuous saline flush was administered and maintained, ruling out vessel tortuosity, an incompatible catheter, and a lack of continuous saline/heparinized saline flush during the procedure as potential causes. Thus, a damaged catheter, the user not maintaining the correct flush rate, or rhv loosening during delivery, may have contributed to the resistance failure. Since the reported rebar 27 catheter was not returned, any contribution of the catheter to the reported resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the resistance was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. No kink or damage to the stent was observed after removal, and no kink or damage to the catheter was noted.